Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, it was found that the connector pin of the chronic right ventricular (rv) lead was detached. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.